Event description:
Info received indicates no bed function from the left siderail.

Manufacturer narrative:
The hill-rom tech indicated the siderail ucm board contained evidence of fluid ingress. The tech replaced the ucm board to repair the bed.